Manufacturer narrative:
Multiple attempts have been made on 04apr2025, 11apr2025, and 18apr2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen was not working. The customer ordered a touchscreen for replacement. Device evaluation and repair are pending - investigation is ongoing.